Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine device change out, upon interrogation prior to the procedure intermittent telemetry was noted. The device was explanted and replaced. The patient was asymptomatic and stable during and after the procedure.